Event description:
It was reported that a peritoneal dialysis (pd) patient who performed pd therapy with a homechoice (hc) device experienced shortness of breath, hypertension, pleural effusion of the right lung, weight gain, and a fistula between abdomen and lung. It was reported that the pt experienced a nine-pound weight gain and shortness of breath. As a result, pd therapy with dianeal 4.25% solution was suggested by the patient's pd nurse (pdn) and was performed by the patient. On the same day the pt was hospitalized for the shortness of breath and hypertension. It was determined that the patient had a fistula between her abdomen and lung. Two days after being admitted, the pt was transferred to a second hospital that was better-equipped to perform pd therapy. She was to be observed while performing pd therapy. On the same day, pd therapy was begun with 1000 ml exchanges instead of her usual 2000 ml exchanges. The pt experienced pulling during a drain cycle; she was empty. Again, the patient experienced shortness of breath. The patient was diagnosed with a right pleural effusion. On the same day, pd therapy was discontinued. On an unspecified date, during hospitalization,the pt was treated with antibiotics (not specified). At the time of this report the pt was no longer on antibiotic therapy. Two days after being admitted to the second hospital, a ¿tunnel line¿ was placed and the patient began hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2000. The device was not returned to baxter, therefore, a service history review (shr) and device history record (DHR) were performed as part of the complaint investigation. Review of the shr and DHR revealed no failures or issues that could be related to the reported event. The cause is undetermined. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The patient¿s height is 160 cm. Should additional relevant information become available, a follow-up will be submitted